Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. Device evaluation: one device was received in good condition. Functional testing confirmed the complaint as the device was slow to both inflate and deflate when compared to other et tubes. The root cause was supplier related. A device history record (DHR) review reported no discrepancies or non-conformances during manufacturing. No action was taken as the root cause was due to the supplier.

Event description:
It was reported that the cuff is difficult to inflate. It is very slow both to (inflate and deflate) compared to other et tubes (same sku). No injury reported.

Manufacturer narrative:
UDI in section unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.